Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: product ID 4076-52 lead, implanted: (B)(6) 2010; product ID 4194-88 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that one day post open heart surgery, the high voltage and pace/sense impedance measurements on the right ventricular (rv) lead were lower than pre-surgery. It was further reported that the p and r waves had also decreased slightly in values. The rv and atrial leads remain in use. No patient complications have been reported as a result of this event.